Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation in 2006, that a wallstent rx biliary endoprosthesis was used during a stent placement procedure of the common bile duct (cbd) on a female patient in 2006, (patient weight unknown). According to the complainant, during the procedure the internal delivery sheath broke while the physician attempted to deploy the stent. No component of the internal delivery sheath detached within the patient. The device was replaced with another wallstent rx biliary endoprosthesis device in which the same event occurred. The patient underwent a percutaneous transhepatic cholangiographic drainage due to the cbd obstruction. Another biliary wallstent was placed in 2006. Refer to MFR report #3005099803-2009-0460 for details regarding the second device.

Manufacturer narrative:
Therapy/non-surgical treatment, component(s), broken. A visual examination of the returned sample revealed that the inner lumen was broken and exiting out through the guidewire access port. Further evaluation showed that the inner lumen was kinked and twisted where it had been slightly exiting the guidewire access port. It was not possible to retract the outer sheath and deploy the stent due to the breakage of the inner lumen. The distal end of the broken section of the inner lumen was folded back on itself. The root cause of the inner lumen break cannot be determined.